Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the helix does not extend or retract properly due to the large amount of blood in the sleeve head; helix was found distorted/bent; damaged at implant; full lead analyzed.

Event description:
It was reported that during lead implant, there was a problem with lead fixation. After lead explant the helix didn't extend properly. It was decided to implant another lead. No patient complications have been reported as a result of this event.